Manufacturer narrative:
Consumer admits to laying on the heating pad which is abuse of the product and a violation of the instructions and warnings provided. Consumer admits to sleeping while using the heating pad which is a violation of the instructions and warnings provided. There is an instruction that states, "burns can occur regardless of control setting, check skin under pad frequently" and consumer failed to perform that instruction.

Event description:
Consumer alleges using the heating pad while in bed for back pains. Consumer alleges falling asleep against the heating pad on the bed then awoke to burns on his back. Consumer required skin surgery. There was not a report of property damage with this incident.